Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of myocardial infarction is listed in the promus everolimus eluting coronary stent system instructions for use (IFU), as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the index procedure took place on (B)(6) 2011 during which a 3.5 x 12 mm and a 3.0 x 28 mm rx promus stents were deployed in the obtuse marginal. On (B)(6) 2013, a myocardial infarction was suspected to have occurred. Revascularization was performed by placing another stent for treatment. No additional information was provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.0x28 promus referenced are being filed under separate a manufacturing report numbers. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.